Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿crease flat observed on the device. ¿white particles observed outside the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.